Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).